Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device received inappropriate shock for sinus tachycardia. Anti-tachycardia pacing (atp) and shocks were not effective as expected but did slow down rhythm after the shock. Therapy was then exhausted in the ventricular tachycardia (vt) zone. Additional information obtained from the field which indicated that reprogramming changes done to address the issue. To date, the device remains in service. No adverse patient effects reported.